Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 546 mg/dl. It was reported that the insulin pump alarmed no delivery prior to the event. The customer stated that the cannula on the infusion set she was using at the time of the event was bent. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.